Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. The peritonitis was manifested by cloudy pd effluent, fatigue, lethargy, stomach ache, nausea, diarrhea, and vomiting. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported) and ciprofloxacin (orally, dose and frequency not reported). Eighteen days after diagnosis date, treatment with vancomycin ended. Twenty days after diagnosis date, the patient was recovered from the peritonitis. It was not reported if the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.